Event description:
It was reported that the external pulse generator (epg) had a cracked faceplate. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was cracked. It was also noted that the lower case was broken and contaminated, the upper case was broken and dented, both bail covers were broken, the battery contacts were compressed, and the keyboard was scratched. (B)(4).